Manufacturer narrative:
H3 and h6: the customer reported that the intellivue mp50 did not emit any alarm and a patient died. The patient was found on (B)(6) 2019 at 11:00 a clock in the morning. A philips field service engineer (fse) went to the customer site to test the monitor. However, testing of the mp50 was not possible, as the device was out of service and in possession of the criminal investigation department. The fse collected the audit logs from the central station and a screenshot of the alarm overview from the involved intellivue mp50, which were forwarded to philips research and development (r&d) for evaluation. During the evaluation of the audit logs and the provided picture of the alarm overview, it was found that the ECG alarms were switched off at 05:20:40 on (B)(6) 2019 and remained off. No alarms are announced if they are deactivated. Additionally, it was found that the respiration alarm was deactivated as default on the monitor and there were many technical alarms for the spo2 saturation in the alarm log of the monitor. The customer was informed that no ECG alarm occurred during the reported time frame as the ECG alarms were turned off. Based on the evaluation results obtained, there was no malfunction and the device worked as intended. The evaluation of the provided alarm overview screenshot revealed that the ECG alarms were off during the reported time frame. The device worked as intended and there was no malfunction of the device. This issue was caused by user misunderstanding. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested not available at time of report.

Event description:
The customer reported that the mp50 device did not emit any alarm. The patient died.